Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge her ipg. The sjm rep met with the pt and confirmed the issue. Also, the pt has not charged her ipg in over 1 yr. The pt desires to have her scs system explanted. The pt is to consult with her physician regarding undergoing surgical intervention at a later date to address the issue.